Manufacturer narrative:
The reported event was inconclusive as no sample was received. A potential root cause for this failure could be "misconnection of supply and return lines". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that they have a patient on the arctic sun device, they temporarily paused therapy for the patient to go to CT and they were trying to resume therapy and the device was alarming no flow. Nurse stated that they have tried disconnecting and reconnecting a few times and had checked to make sure there were no kinks in the tubing. Had nurse pause therapy, empty the pads, and disconnect. Confirmed there were four pads but was unsure which size. Walked nurse through placing device in manual control, with no pads, water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 78 percentage, system hours were 12,490, and pump hours were 11,578. Flow rate did drop to 0 l/min temporarily and came back up. Had nurse add right chest pad, water flow rate (wfr) was 1.6 l/min, inlet pressure (ip) was -3.5psi, circulation pump command (cpc) was 100 percentage. Added right leg, water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -4.1psi, cpc 100%. Added left chest, water flow rate (wfr) was 3.5 l/min, inlet pressure (ip) was -8.5psi. Circulation pump command (cpc) was 91 percentage. Added left leg, water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -5.2psi, circulation pump command (cpc) was 100 percentage to 92 percentage. Nurse asked to try a new machine. Confirmed with nurse they have an extra machine they could swap to. Informed nurse to swap to another machine and have biomed evaluate this machine, it might be the circulation pump that was bad. Nurse would send this device to biomed labeled low flow and call back if they need additional assistance with new machine.

Manufacturer narrative:
The reported event was inconclusive as no sample was received. A potential root cause for this failure could be "misconnection of supply and return lines". The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. UDI related data quality updates only: the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient on the arctic sun device, they temporarily paused therapy for the patient to go to CT and they were trying to resume therapy and the device was alarming no flow. Nurse stated that they have tried disconnecting and reconnecting a few times and had checked to make sure there were no kinks in the tubing. Had nurse pause therapy, empty the pads, and disconnect. Confirmed there were four pads but was unsure which size. Walked nurse through placing device in manual control, with no pads, water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 78 percentage, system hours were 12,490, and pump hours were 11,578. Flow rate did drop to 0 l/min temporarily and came back up. Had nurse add right chest pad, water flow rate (wfr) was 1.6 l/min, inlet pressure (ip) was -3.5psi, circulation pump command (cpc) was 100 percentage. Added right leg, water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -4.1psi, cpc 100%. Added left chest, water flow rate (wfr) was 3.5 l/min, inlet pressure (ip) was -8.5psi. Circulation pump command (cpc) was 91 percentage. Added left leg, water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -5.2psi, circulation pump command (cpc) was 100 percentage to 92 percentage. Nurse asked to try a new machine. Confirmed with nurse they have an extra machine they could swap to. Informed nurse to swap to another machine and have biomed evaluate this machine, it might be the circulation pump that was bad. Nurse would send this device to biomed labeled low flow and call back if they need additional assistance with new machine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient on the arctic sun device, they temporarily paused therapy for the patient to go to CT and they were trying to resume therapy and the device was alarming no flow. Nurse stated that they have tried disconnecting and reconnecting a few times and had checked to make sure there were no kinks in the tubing. Had nurse pause therapy, empty the pads, and disconnect. Confirmed there were four pads but was unsure which size. Walked nurse through placing device in manual control, with no pads, water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 78 percentage, system hours were 12,490, and pump hours were 11,578. Flow rate did drop to 0 l/min temporarily and came back up. Had nurse add right chest pad, water flow rate (wfr) was 1.6 l/min, inlet pressure (ip) was -3.5psi, circulation pump command (cpc) was 100 percentage. Added right leg, water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -4.1psi, cpc 100%. Added left chest, water flow rate (wfr) was 3.5 l/min, inlet pressure (ip) was -8.5psi. Circulation pump command (cpc) was 91 percentage. Added left leg, water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -5.2psi, circulation pump command (cpc) was 100 percentage to 92 percentage. Nurse asked to try a new machine. Confirmed with nurse they have an extra machine they could swap to. Informed nurse to swap to another machine and have biomed evaluate this machine, it might be the circulation pump that was bad. Nurse would send this device to biomed labeled low flow and call back if they need additional assistance with new machine.